Manufacturer narrative:
Other relevant device(s) are: product ID: esbf2814c103e, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 25mm diameter right common iliac aneurysm. The patient's iliacs ranged in diameter from 11-15mm. Approximately 2 weeks later, the patient presented emergently with acute onset of leg pain and reduced pulse in his right leg. An angiogram the next day showed occlusion of the right limb up as far as the flow divider. A thrombectomy was performed along with kissing technique using 12mm balloons from the flow divider down past the aortic bifurcation. It was noted pre-ballooning that narrowing of the right iliac limb was observed and this was believed to be the cause of the occlusion. It was noted that kissing balloons should have been performed during the implant procedure. The procedure was completed successfully with palpable pulse post ballooning. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.